Manufacturer narrative:
No samples were received for the investigation. However; the customer reported that a 'back flow of fluid leading to an underinfusion' was detected when using a bd anti-siphon valve product. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the bd anti-siphon valve products in the past 12 months.

Event description:
It was reported during use of the unspecified bd anti-siphon valve the clinician and/or any patients have encountered five retrograde flows (back flow) of fluid leading to under infusion in the last month. The following information was provided by the initial reporter: clinician experienced: retrograde flow (back flow) of fluid leading to under infusion - 5.